Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. However, the customer showed a physio service representative a video of the reported issue. The battery pins in the device were replaced as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device cycled power (powered off and back on) by itself during a patient event. The customer advised that the device was connected to a patient and when the device was moved to the back of the stretcher, the device cycled power. This occurred again at the hospital when the device was being moved. The customer indicated that the batteries were seated properly in the device and were known to be good. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was unable provide further information.